Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that her glucose level was between 60 to 100mg/dl all day. The customer stated that she fell in the kitchen. The blood glucose reading at time of the call was 136mg/dl. Troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.